Manufacturer narrative:
Product is not expected to be returned as it is surgically abandoned, but remains implanted. No further information concerning this report is available at this time. This investigation will be updated should further pertinent information be provided. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to unknown product performance issue. This lead was replaced. No additional adverse patient effects were reported.